Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the balloon was inflated for approximately 10 seconds. The device was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: the device was attached to an encore inflation unit and a leak was noted in the balloon. Microscopic and visual analysis revealed a 0.5mm longitudinal tear approximately 2mm proximal to the proximal edge of the proximal markerband. An examination of the balloon material and distal markerband could not identify any anomalies which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2010-03719. It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous mid left anterior descending artery (lad). A 12mm x 2.0mm maverick2 balloon catheter was selected and during advancement encountered difficulty crossing the lesion. On the first inflation a balloon rupture occurred at 6 atms. A 12mm x 2.25mm quantum maverick balloon catheter was then selected for use and on the first inflation at 20 atms a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a 2.0 x 12 quantum balloon catheter. No patient complications were reported and the patient's status is good.